Event description:
It was reported the pt experienced discomfort at the ipg site with stimulation on or off. It was also reported the pt has lost weight. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014 and her ipg was relocated. The pt reports effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was involved in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.